Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the electrode (225028) stopped working during its use. The procedure was completed less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and did not present any anomalies. The device will be return to gyrus for further analysis. Supplier evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging. The active tip of the device does show signs of activation, with evidence of activation and debris on and around the active tip of the device. The device has been returned with the suction control valve in the ¿on¿ position. The suction tube of the device appears clean with no visual signs of any debris, or blockage, but does show some signs of use, with liquid/saline visible within. Closer inspection reveals tissue within the suction port of the device. No visible damage on shaft, handle and cable. The electrical test was performed with the different parameter (active continuity, cut return continuity, return continuity, primary capacitance, second capacitance, hipot active-return, hipot active cut-return and hipot return cut-return), as a result the flow test fail all remaining test passed. The device was functional testing using vaprvue generator (gml3723/4.), the test included different values as a setting and the activation in ablate and coagulation pass. Further investigation. A fault within the suction path of the device was investigated further. Initial inspection showed that the suction port, at the distal end of the electrode (active tip) did show signs of use. A positive pressure was applied to the suction path of the device, in order to clear the blockage. This resulted in tissue and debris being exhausted from the suction path. With the blockage potentially cleared, the flow test was conducted again, and measured to be within device specification. Supplier summary: the initial customer complaint states that the ¿stopped working during use¿ can be confirmed. The fault was found to be a suction issue, with a total blockage within the distal active tip. Electrical and activation testing was conducted with no issues. The fault was confirmed only to be a blocked suction path. The blockage was cleared by applying a positive pressure to the suction path. With a cleared suction path, the measured flow rate was well within the device specification. From our investigation we were able to confirm the reported suction issue with the returned electrode however no manufacturing defect was found and we have determined the cause of the reported suction blockage to be normal procedural debris within the active tip which we were able to clear during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. As not lot number has been advised by the end user we have been unable to perform a device history review. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate that during an unknown procedure the vapr tripolar 90 suction elect stopped working. There was no patient consequence, however there was a surgical delay for less than 30 minutes. No additional information was provided. Additional information regarding the event could not be provided by the affiliate.